Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a patient experienced dyphotopsia. The lens was explanted due to significant scratches on the surface, likely related to the implantation procedure. Add'l info has been requested.